Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a results of manufacturing or component failure.

Event description:
Implant/abutment fell out, the surgeon is not sure if the entire implant came out or if it was just the abutment.